Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the common iliac. The vessel was tortuous. The stent was successfully deployed but during removal of the delivery system the distal tip of the wire got caught on the stent causing the stent to fold in on itself. An additional stent was deployed to correct the problem. The patient was fine post procedure and no clinical sequelae were reported. Image review: four (4) still images of the stent post deployment and after the deployment of the bail-out stent were provided for review. The vessel was severely tortuous and this impacted on the profile of the self-expanding stent post deployment. As can be seen from the images the procedural wire bias is towards the vessel wall.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (vessel was severely tortuous), none (device not received for evaluation). Conclusion results: device failure/lack of effectiveness related to patient condition (vessel was severely tortuous).